Event description:
Patient's meter was reported to be giving the error 2 message. This issue was not resolved with troubleshooting. Patient's testing technique was correct and the condition of the test strips was good. Patient did contact a medical professional for advice, but did not receive any medical treatment. Patient's blood glucose was tested on another meter (accucheck) with a result of 11.0 mmol/l. This case is reported as a meter malfunction since the error 2 message was not resolved even when tested with different strips.